Manufacturer narrative:
Date rec¿d by MFR : 15aug2019, date of report : 27aug2019. The customer confirmed the touchscreen was not responding. The customer reported that replacing the touch screen corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13aug2019.

Event description:
Caller reported that the touchscreen was not responding. There was no patient involvement.